Event description:
On (B)(6) 2015 the reporter patient contacted lifescan (lfs) (B)(4) alleging that her onetouch meter (meter type unknown) had provided an inaccurate result. The patient no longer was in possession of the subject meter, hence limited information was obtained. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to provide the exact date when the alleged inaccuracy issue first began, but stated that it was in 2014. The patient was unable to recall the results she obtained only to say "high or low readings." The patient manages her diabetes using a combination of medications including "metformin 850 and diamicron 2 every morning." The patient reported that she exercised in 2014. She claimed to have experienced the symptom of "lost consciousness: on an unknown date and time. The patient reported that she changed her treatment and started to use insulin "38 units of levimir and 1.8 unit of vieta." At the time of troubleshooting, the csr confirmed that the communication was cut. Therefore they were unable to complete troubleshooting. Based on the information provided, this complaint is being reported: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient&#38112;condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.